Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted in the patient. The patient was having another surgery.

Manufacturer narrative:
It was reported that on (B)(6) 2018, a 25 mm trifecta gt valve was implanted in the patient. No further information was provided. Limited information was provided with no hazardous situation or patient harm reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2018, a 25 mm trifecta gt valve was implanted in the patient. On an unknown date, shortness of breath (sob) was noted, and valve output reportedly decreased significantly. A decision was made to replace the valve. On (B)(6) 2025, the valve was explanted and aunknown valve was implanted. The physician confirmed the explanted valve was not functioning at all. After the procedure, the patient returned to the emergency room (ER) due to complications (bleeding and fluid in drain tube). The patient was currently in cardiac rehab post cardioversion to address atrial fibrillation (a-fib). No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted in the patient. No further information was provided. Limited information was provided with no hazardous situation or patient harm reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively. There is no indication of a product quality issue with respect to manufacture, design, or labeling.